Event description:
Philips received a complaint from a mechanical engineer (me) regarding a philips respironics v60 ventilator, indicating that during preventive maintenance (pm), the touchscreen was unresponsive. There was no patient involvement at the time of the reported event. There was no report of patient or user harm. The device was evaluated by the authorized service provider (asp), who noted that the touchscreen functioned normally and the reported issue could not be reproduced. As a preventive measure to reduce the risk of recurrence, replacement of the touchscreen was recommended. At the time of evaluation, the device was operating on software version 3.20. Per the customer¿s request, no repairs were performed, and the device was returned without touchscreen replacement. The device remains at the customer site. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, a supplemental report will be submitted.